Event description:
As reported, the vamp was assembled incorrectly. The section of tubing with the sample sites was bonded to the reservoir instead of to the reservoir stopcock. As a result, there was no stopcock between reservoir and sample sites. The shut-off stopcock between the reservoir and the sample sites would ensure blood was drawn from the patient, not from the reservoir, during the blood sampling process. As reported, there was inappropriate treatment including the administration of potassium chloride to correct an artificially lowered result (2.7mmols/l). Once the fault had been noted, the transducer set was taken down and a new set started. The patient was well when sales rep visited and had suffered no adverse effects.

Manufacturer narrative:
One dpt - vamp plus kit was returned for evaluation. Dry blood was visible at the sample sites and distal tubing connector. The pressure tubing with sample sites had been bonded to the vamp reservoir instead of to the reservoir stopcock, as instructed in the applicable drawing. As a result, there was no stopcock (or shut-off valve) to separate blood in the reservoir during the blood sampling. The complaint was confirmed as a manufacturing nonconformance. Corrective actions are currently being implemented in the manufacturing process to prevent complaints of this type.